Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this procedure the surgeon noticed that the distal targeting is incorrect. The proximal wire and the sh-screw deviated. Nevertheless, he could complete the surgery successfully.

Manufacturer narrative:
It was reported that the reported event had accidentally been reported twice. This medical device report is a duplicate of medical device report 0009610622-2013-00566. (B)(4).

Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this procedure the surgeon noticed that the distal targeting is incorrect. The proximal wire and the sh-screw deviated. Nevertheless, he could complete the surgery successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.